Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Additionally, it was reported that a cartridge change error occurred. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and reloaded cartridge to address the event. Customer¿s blood glucose was 130 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.